Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator was noted with right ventricular (rv) oversensing alerts. The patient presented in clinic. In clinic, the patient was having t-wave oversensing in real time. Programming changes were made, which appeared to stop the oversensing. The patient was stable.